Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled ¿long-term results of total hip arthroplasty in young patients with osteonecrosis after allogeneic bone marrow transplantation for hematological disease: a multicenter, propensity-matched cohort study with a mean 11-year follow-up¿ written by seung-chan kim, md, phd, young-wook lim, md, phd, woo-lam jo, md, phd, soo-bin park, md, yong-sik kim, md, phd, soon-yong kwon, md, phd. Published by the journal of arthroplasty published online/accepted by publisher 9 september 2020 was reviewed. The article's purpose was to ¿investigate the long-term tha outcomes in patients with osteonecrosis of the femoral head (onfh) following allogeneic bone marrow transplantation (bmt) for hematological disease.¿ data was compiled from patients who underwent tha for osteonecrosis after bmt from 1997 to 2012 compared to a control group. Mean age at the time of surgery was 36.7 years and 52% were men. It is noted that some participants of the study received depuy implants and others received non-depuy implants. Depuy products: (49) duraloc cup, (49) duraloc liner, (49) duraloc locking ring, (30) corail femoral stem, (13) summit femoral stem, (43) unk depuy femoral head ¿ possible multitude of material compositions. The following adverse event data was presented without specific indicators relating to depuy or non-depuy product. Therefore, all events are captured. Specific interventions per adverse event were also not provided. Adverse events: dislocation, infection, acetabular cup loosening, femoral stem loosening, hematoma, delayed wound healing, ceramic femoral head fracture, periprosthetic bone fracture, deep venous thrombosis, heterotopic ossification, device revision.